Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. The customer re-loaded the cartridge to resolve the issue. The customers blood glucose (bg) was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer took no action to address bg level.